Event description:
Patient allegedly received an implant via the right common femoral vein due to bariatric surgery. Patient is alleging unable to retrieve and embedment. Patient is further alleging fear, knee problems, hip/chest pressure, physical limitations, sleeping issues, feeling uncomfortable, out of breath. Retrieval report: "retrieval of inferior vena cava filter." "The hook of the filter was centrally located into the snare catheter, however, the snare catheter could not be advanced inside the body of the filter. I tried the same technique using a coronary catheter with amplatz curves and #7 french coronary guiding catheter with a hockey stick tip. I tried multiple maneuvers to try to separate the hook of the filter from the wall and insert the snare unsuccessfully. Finally I used an ima renal guiding catheter positioned in between the filter and a guide wire was then advanced superiorly. I tried to advanced a small balloon to separate the tip of. The filter from the wall, however, the balloon could not be advanced beyond the turn of the wire. After multiple attempts using different techniques, it was apparent that the hook of the filter was either covered with endothelial tissue or was partially attached into the wall of the vein. At this point the procedure was terminated." "Unsuccessful attempt at retrieval of a cook celect ivc filter using the right internal jugular for access.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation investigation is reopened due to additional information provided. The reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: unable to retrieve, embedment, fear, knee problems, hip/chest pressure, physical limitations, sleeping issues, feeling uncomfortable, out of breath. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported fear, knee problems, hip/chest pressure, physical limitations, sleeping issues, feeling uncomfortable, out of breath are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on wo for neither device (igtcfs-65-1-fem-celect) lot: e3213454, nor filter (igtf-30-celect) lot: e3212143 and e3210941. No other complaints on lots. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2015. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."